Event description:
The customer reported that when removing the return electrode following an a-fib ablation procedure, the staff noticed blistering on the patient's skin. The pad had been placed on the patient's left lower back. Type of treatment, if any, is unknown.

Manufacturer narrative:
(B)(4). Evaluation of the returned sample found it to function properly. The pad had continuity and the resistance and impedance were acceptable. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.